Manufacturer narrative:
The patient remains ongoing with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 1 month post-implant, the patient was transferred back to the implanting center from the rehab center due to high levels of hemolysis. An echo revealed a dilated left ventricle and the aortic valves were opening with every beat. Catecholamine therapy was initiated and a decision was made to exchange the pump. During the exchange procedure, pump thrombus was observed. The inflow conduit and outflow graft remained in place and were not exchanged, as they showed no signs of kinking, obstruction, or thrombus. The patient developed right heart failure after the procedure, but is now stable with right heart support.